Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection identified that the body of the pole clamp was broken, verifying the reported condition. The cause of the damage to the pole clamp was not able to be determined. To correct the condition, the pole clamp was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged pole clamp. There was no patient involvement reported. No additional information is available.